Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was noted that both cylinders and the pump failed the microscope examination; the pump failed the functional test.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. No leaks were identified. The microscope examination revealed that both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. The reservoir was microscopically inspected and leak tested. No damage or abnormality was noted, no leaks were identified in the reservoir. The pump was microscopically inspected, leak and functionally tested. No leaks were identified. The pump failed functional test and during microscope examination it was noted that the pump kink resistant tubing (krt) were worn to the filament. Based on the information available and analysis results, the failed functional test identified could have caused or contributed to the device being removed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.